Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017. Customer does not know of any significant events that may have caused the high blood glucose. Customer was experiencing symptoms such as fever, chills, and shaking. Customer was also hospitalized for urinary tract infection. The customer was treated with an IV drip, insulin, and antibiotics. Customer declined troubleshooting. Customer also mentioned the meter was not providing the correct blood glucose level. Meter was reading inaccurate readings. During the hospitalization the meter read 194 mg/dl and the hospital meter read 260 mg/dl. The insulin pump is not returning for analysis.